Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The sample has been returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. To date, this is the only reported complaint from this manufacturing lot of 1440 units released for distribution in (B)(6) 2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a minimally invasive ivor lewis esophagectomy case on (B)(6) 2021, the bard/davol hydrosurg irrigator was leaking a greenish/yellow fluid from the pump assembly. There was no reported patient injury.